Manufacturer narrative:
Product event summary: the device was returned and analyzed. Analysis was performed and no anomalies were found.

Event description:
It was reported that the right ventricular (rv) lead contained an apparent fracture. The lead exhibited oversensing and noise when arm movement was attempted. The lead was explanted. Additionally, the implantable cardioverter defibrillator (ICD) exhibited a sensing problem caused by the lead fracture resulting in an oversense signal/detection. The ICD was explanted. No patient complications have been reported as a result of this event.